Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm during the self test due to faulty component on the radio frequency board. The unit had minor scratched lcd window, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
No blood glucose levels reported. The customer reported receiving failed self-test alarms from the insulin pump. The customer was advised to return the insulin pump for analysis. No additional information is provided.